Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, in the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to check the volume of the dispensers 1 and 3, check the meia, and decontaminate solutions 1, 3, and 4 with new solution. The cta then asked the customer to centrifuge cal 1 and recalibrate. The calibration passed after centrifuging. No impact to pt mgmt was reported.